Event description:
Information received from (B)(6). Manufacturing date request received regarding pinnacle/corail hip implant revision. Revision date confirmed, reason for revision not provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation

Event description:
Update rec'd 15 june 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records prior to being revised the patient was experiencing discomfort, a leg length discrepancy and elevated cobalt and chromium levels. Ultrasounds revealed a fluid collection in the hip joint. Upon revision synovitis and a wear stripe on the femoral head were found. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Information received from (B)(6). Manufacturing date request received regarding pinnacle/corail hip implant revision. Revision date confirmed, reason for revision not provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.